Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had time/clock anomaly. Customer's blood glucose at time of incident was unknown. Customer called back again for the same problem. Customer stated that she prefer to change her pump by another one. The customer agreed that we wo;; send replacement and retuned the pump.

Manufacturer narrative:
The pump was programmed with the correct time and date and was monitored. No time gain / loss anomaly was noted. The pump was received with a missing display window cover. The pump also had minor scratches on the lcd window, case and keypad overlay.